Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a patient was in the hospital while using a cleo 90 infusion set. The patient was in the hospital experiencing high blood glucose and was reported at 281mg/dl. The patient was also in diabetic ketoacidosis. An alarm was reported (alarm number in pump history = 26) and troubleshooting was conducted, which determined a blockage was likely located at the site. The patient reported a plan to change the infusion set, pump cartridge, and tubing to resolve the issue. No permanent injury was reported.